Event description:
It was reported that the charging pad for the ilet system was malfunctioning, with the charger blinking and not charging despite attempts with multiple outlets, and a replacement was arranged while the user was advised to use backup therapy; the issue was characterized as a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a component failure of the battery charger, consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.